Manufacturer narrative:
The investigation of automated impella controller (aic) - pump stop has been completed. The pump stop was not related to any issues with the aic. No problems were found within the aic. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2025-27912.

Manufacturer narrative:
The device has been received for evaluation, upon completion of the investigation a supplemental MDR will be filed.

Event description:
It was reported that the automated impella controller (aic) would not progress multiple pumps past 1.6 l/min. No patient or pump information was provided.